Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 424 mg/dl. The customer was treated for high blood glucose with manual injection. Customer was offered to troubleshoot for high blood glucose but declined. The customer stated that he got insulin to drip out of the infusion set but it would not him press esc to get out of the menu. The customer was walked through the priming process.